Event description:
Impella controller began to alarm, line traced and did find wire fraying. Device pulled; pt expired but not attributed to device. Pt had signs of heart failure before alarms. No event isolated that caused damage to line. Line was taken back to abiomed for research.